Event description:
A balloon burst circumferentially during the dilatation of a stenosed wall stent in the subclavian vein. The balloon reportedly "mushroomed" resulting in difficulty removing the balloon through the sheath. The balloon and sheath were removed successfully as a unit without pt complications. The stent was successfully dilated and the pt condition is fine. This device is not available for evaluation. Therefore no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Dilatation of a stenosed stent may result in contact with a surface that could damage the balloon material. Also, this device was used in a non-indicated procedure. These circumstances may have contributed to this event. However, without evaluating the product, co cannot determine the exact cause for this event. Direction for use state: balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of narrowed segments in the iliac and femoral arteries in the peripheral vasculature. Due to the thin wall thickness of the balloon, balloon catheters should not be used for procedures involving highly calcified lesions or synthetic vascular grafts. If loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon do not reinflate and remove carefully."